Event description:
Date of event - unk. Reported procedure was performed in 2008. It was reported to boston scientific that during the procedure the gold probe hemostasis catheter was not conducting electricity or cautery. They removed the device and replaced it with another of the same device.

Manufacturer narrative:
Product analysis could not be performed; the product has been disposed by the user facility. DHR review showed no anomalies related to the complaint. The directions for use advise: "for the standard plug: the gold probe and gold probe 350cm' are recommended for use with symmetry. Endostat, endostat ii and bicap bipolar electrosurgical generators." "Please review the service and operator's manual for proper set-up and operation of the mechanical irrigation system. If saline bubbles are not observed, check the electrical connection to the generator. If there still is no power, please review the service and operations manual of the bipolar electrosurgical generator to ensure proper generator set-up and operation." The root cause for this event could not be determined.